Event description:
The doctor drilled with the 2.7 drill into extremely hard bone. He broke 4 anchors before he finished the case with another product.

Event description:
The physician reported the multifocal intraocular lens was removed and replaced, due to the patient's unexpected postoperative refraction. A different diopter power lens was implanted.

Manufacturer narrative:
The lens was not received for analysis. The iol met all manufacturing specifications prior to release. Our investigation reasonably suggests this event is not manufacturing related.

Manufacturer narrative:
Analysis of the intraocular lens (iol) at the manufacturing site confirmed the diopter of the returned lens is correct as labeled. All other optical measurements met manufacturing specifications. A review of the batch record for this lens showed that the inspections performed at different stages were within product specifications. No process deviation was detected during the manufacturing of this production order. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.